Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date and to provide the completed investigation results. One sealed 6fr angio-seal sts plus shelf box was received for product evaluation. Visual inspection revealed that the an unknown liquid stain was observed on the top and some of the sides of the returned box. No other anomalies were noted with the box. Based on the provided information and investigation results there is no evidence that this event was related to a device defect or malfunction. The quality system is investigating similar events. However, the exact cause of the reported event cannot be definitely determined based on the available information.

Manufacturer narrative:
Implant date - device was not implanted. Explanted date - device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
The user facility reported that they received a wet box of angio-seal devices. It was reported that there were no patient complications. The product was not used.